Event description:
(B)(4). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2011. She stated that she had sharp abdominal pains, migraines, rashes, abdominal bloating, depression, nausea, unexplained weight gain, dizziness, and severe cramping. In 2013 she had an ovarian cyst that went away on its own after months of pain. She stated that she went to her doctor a few days before the date of report (2015) for pregnancy symptoms and constant pain and cramping in her lower abdomen. After 3 hours of every test imaginable, they still did not have a definite answer. Doctors could not see her right essure coil, she had mass (either a blighted ovum or cyst or embryo) attached to right ovarian. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she went to a doctor for pregnancy symptoms and constant pain in lower abdomen. Doctors could not see her right essure coil because there was a mass attached to the right ovary. The suspicions were that this mass (interpreted as ovary mass) was either a blighted ovum or cyst or embryo (interpreted as ectopic pregnancy with essure insert). The ectopic pregnancy and ovarian mass are serious events. The ectopic pregnancy is listed while the ovarian mass is unlisted in the reference safety information for essure. In this particular case, there are multiple diagnoses suspected for the ovarian mass, but the diagnosis has not been confirmed yet. Considering the nature of an ovarian mass and localized action of essure in the fallopian tubes, it is unlikely that essure inserts would contribute to the development of this suspected disease. However, this ovarian mass could be an ectopic pregnancy. Although the ectopic pregnancy was not confirmed yet, considering that the pregnancy symptoms started around 4 years after essure insertion and that the relative risk of having an ectopic pregnancy increases with essure therapy, a causal relationship with essure cannot be excluded. This case is regarded as incident since the suspected ectopic pregnancy is a serious injury that requires a medical/surgical intervention. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
(B)(4). This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain lower ("sharp abdominal pains / constant pain and cramping in lower abdomen/ pain"), ectopic pregnancy with contraceptive device ("mass (either a blighted ovum or cyst or embryo) attached to right ovarian"), device dislocation ("right coil was not seen (suspicion of dislocation)") and ovarian mass ("mass (either a blighted ovum or cyst or embryo) attached to right ovarian") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines"), rash ("rashes"), abdominal distension ("abdominal bloating"), depression ("depression"), nausea ("nausea"), weight increased ("unexplained weight gain") and dizziness ("dizziness"). In 2013, the patient experienced the first episode of ovarian cyst ("ovarian cyst that went away on its own"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), ovarian mass (seriousness criterion medically significant), blighted ovum ("mass (either a blighted ovum or cyst or embryo) attached to right ovarian") and the second episode of ovarian cyst ("mass (either a blighted ovum or cyst or embryo) attached to right ovarian"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, ectopic pregnancy with contraceptive device, device dislocation, ovarian mass, blighted ovum, the last episode of ovarian cyst, migraine, rash, abdominal distension, depression, nausea, weight increased and dizziness outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, blighted ovum, depression, device dislocation, dizziness, ectopic pregnancy with contraceptive device, migraine, nausea, ovarian mass, rash, weight increased, the first episode of ovarian cyst and the second episode of ovarian cyst to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on june 20, 2017: new reporters added. Case was made potentially legal. Event pain was clubbed with event "sharp abdominal pains / constant pain and cramping in lower abdomen" company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical event is known possible undesirable event and not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Updated product technical complaint (ptc) investigation result received on 05-dec-2015: ptc global number: (B)(4). No major changes in the assessment. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she went to a doctor for pregnancy symptoms and constant pain in lower abdomen. Doctors could not see her right essure coil because there was a mass attached to the right ovary. The suspicions were that this mass (interpreted as ovary mass) was either a blighted ovum or cyst or embryo (interpreted as ectopic pregnancy with essure insert). The ectopic pregnancy and ovarian mass are serious events. The ectopic pregnancy is listed while the ovarian mass is unlisted in the reference safety information for essure. In this particular case, there are multiple diagnoses suspected for the ovarian mass, but the diagnosis has not been confirmed yet. Considering the nature of an ovarian mass and localized action of essure in the fallopian tubes, it is unlikely that essure inserts would contribute to the development of this suspected disease. However, this ovarian mass could be an ectopic pregnancy. Although the ectopic pregnancy was not confirmed yet, considering that the pregnancy symptoms started around 4 years after essure insertion and that the relative risk of having an ectopic pregnancy increases with essure therapy, a causal relationship with essure cannot be excluded. This case is regarded as incident since the suspected ectopic pregnancy is a serious injury that requires a medical/surgical intervention. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.